Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely causes as follows: (1) poor appearance of the top cover: it is highly probable that a large load that deviated from the recommended usage conditions was momentarily applied externally. (2) power switch failure: it is considered that the power switch was broken due to long-term use. It was confirmed that the power switch was a previous version. As a durability improvement, a design change of the power switch was implemented. (3) poor connection of the endoscope connector: it is highly probable that a large load that deviated from the recommended usage conditions was momentarily applied externally. (4) lamp light intensity not within specifications: the user installed a non-olympus lamp. As stated in the instructions for use: 1.) Poor appearance of the top cover: "do not place any equipment other than the video system center on the top of the light source. Equipment damage can result. Place the light source on a stable, level surface using the foot holders (maj-1205). Otherwise, the light source may topple down or drop, and operator or patient injury may occur, or equipment damage can result. " "do not wipe the external surface with a hard or abrasive wiping material. The surface will be scratched." (2) power switch failure: "before each procedure, inspect the light source as instructed below. Should any irregularity be observed, do not use the light source..... If the light source with any irregularity is used, the light source may malfunction or be damaged, and an electric shock and/or burns can result. (3) poor connection of the endoscope connector: "never apply excessive force to connectors. This could damage the connectors." (4) lamp light intensity not within specifications: "never install a lamp that has not been approved by olympus. The use of a non approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. "

Manufacturer narrative:
The device was returned to olympus for evaluation. During the visual inspection, the housing had some exposed metal on the top cover and minor chipping on the front panel. The scope slider switch appeared to be worn out, with corrosion and debris on the socket. Functional testing found that light switch was sticking and would not power on. The device had an old version of the main switch which was broken, and required an upgrade. Additionally, the device had a non-olympus lamp at less than 50 hours, with a light output out of specifications. The reported event was confirmed. The most likely cause of the reported event was due to maintenance and component failure.

Event description:
Olympus received a complaint from the user facility stating that during preparation for use, the light button sticks without cutting on or off. There was no patient involvement.